Manufacturer narrative:
Correction: on 26-feb-2026, it was noticed the device investigation details were inadvertently omitted from section h11. Additional manufacturer narrative and the date of manufacture was also omitted from section 4. Device manufacture date. It has now been added. Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. A device history record review was performed for the finished device 60000651 number, and no internal action related to the complaint were found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a vizigo and air was drawn into the sheath. During the procedure, it turned out that air was drawn in when the vizigo short was flushed, and the hemostatic valve seemed to be faulty. The sheath was replaced with another vizigo sheath. The issue improved and the procedure continued. Additional information was later received indicating air was drawn into the sheath when the syringe was withdrawn from the side port for flushing. Dislodgement of the hemostatic valve was not visually confirmed inside or outside the hub. The brim cap did not detach from the hub and the hub did not detach from the sheath. No blood return was observed. No air entered the patient¿s body.